Event description:
It was reported that the system had scratches and deformed pixels, causing dark lines across the screen that affected its visibility. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional actions were taken.